Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on the posterior side assessed, as unidentified (tear) opening. And total delamination on the plug strap side assessed, as adhesive failure (shell thickness within specification). Additional observations: white particles observed, on the inside device. Wear abrasion observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, right-side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device was explanted.